Event description:
A customer reported obtaining human chorionic gonadotropin (bhcg) level 1 quality control (qc) results which were outside the upper range limit on an access 2 immunoassay analyzer on (B)(6) 2011. The customer indicated that the qc results became affected when the test count of the reagent pack was decreased (approximately fifteen tests remaining in reagent pack). The customer replaced the in-use reagent pack with a new reagent pack. Instrument bhcg qc was repeated and all levels recovered within the customer's established ranges. Patient sample results were not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. No other analytes were affected.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this incident. The field service engineer (fse) performed preventive maintenance activities on the instrument. No hardware issues were noted. A definitive root cause cannot be determined for this event to date.